Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filed with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report having elevated blood glucose levels that ranged between 116 mg/dl - high before taking the pod off and starting a new pod. No further issues were identified.